Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization and antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination, due to the patient¿s failure to disinfect their hands prior to initiation or completion. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room with abdominal pain and was hospitalized for 16 days for peritonitis. A peritoneal effluent fluid culture was positive for staphylococcus epidermidis, and a cell count revealed an elevated white blood cell count, however the value was not provided. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, duration not provided), and is recovering from the events. Per the pdrn, the events were unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius product(s) or device(s). The cause of the peritonitis was attributed to touch contamination, when the patient failed to disinfect their hands during initiation and take off. The patient is recovering and continues to undergo ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. The user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.